Event description:
A customer reported that coulter lh750 hematology analyzer generated erroneous white blood cell (wbc) and platelet (plt) results on two specimens from a patient. The instrument generated messages. The results were believed to be erroneous because of manual smear review. The erroneous results were reported out of the laboratory, but the corrected report was subsequently issued. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
Samples were drawn in 3 ml edta tube. Erroneous results occurred on a specific sample analyzed in primary mode. Qc was acceptable prior to the event. The instrument is currently within qc specifications with respect to controls and reproducibility. Per customer, the patient's oncologist indicated that this patient has a known medical condition which causes a falsely elevated platelet count. Raw data had been requested but has not been received. Service was not dispatched for this event. Per labeling, platelet clumps are listed as known interfering substances for the wbc and the platelet parameters. Root cause for the erroneous platelet and wbc count is unknown, but could be related to the sample (interfering substances).